Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results: according to the history, the equipment was not in use on the day informed as the day of the adverse event. Because the use of the equipment was terminated in (B)(6) 2020. However, to show that the "air in line alarm" was working correctly, we recorded the history of (B)(6) 2020 where the said alarm appears and has been inhibited by the user. We also simulated an infusion, and we insert air into the line and the equipment alarm worked visually and audibly as expected. "According to the history of use of the equipment and the functional tests that we performed, the technical complaint was not confirmed".

Manufacturer narrative:
This report has been identified as b.braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will be created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "faulty function/operating unit." Customer information: patient reported, that air passed through the pump without an alarm.